Manufacturer narrative:
The referenced scope was not returned to the service center for evaluation. In addition, a review of the service history could not be conducted as there was no serial number or user facility information reported. If additional information becomes available or if the scope is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
On (B)(6) 2019, the manufacturer received a copy of medwatch report# mw5090806. The report states, that during a laser lithotripsy procedure, the ureteroscope broke by the bending (section), folding over in half on itself. The scope was successfully removed from the patient by the surgeon. There was no patient harm or adverse outcome. No further information was reported.